Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00159. The date of that submission was 27-feb-2025. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the device malfunctioned and began leaking prior to administering chemotherapy to a patient. The staff checked two other tubing sets and noticed the tubing pulled away from the plastic base very easily, which can lead to leakage. It was unknown if there was patient signs or symptoms experienced from this event.